Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies and advised the hp to call her nurse within the next 24 hours and let her know what had happened. The hp stated that she saw lots of air in her patient line but when the tsr had the hp check for moisture on the outside of the line, there was none. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the care giver on (B)(4) 2012. The cg stated that he did not recall the situation, but he believed that the hp reported it to her nurse. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.